Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in capture threshold and a decrease in sensing was observed on the right ventricular lead of an asymptomatic patient. In clinic, device reprogramming resulted in muscle stimulation. The lead was capped and replaced.